Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
As reported: "23533301 recon knob femur antegrade broke into three pieces during a pf nailing. The nail was being implanted using the mallet on the assembled jig with the strike plate attached. On one blow of the mallet a piece of the knob was seen to fly across the operating room approximately 2 metres. It is unclear to everyone in the room if the knob had come into contact with a clamp that was distal to the jig".